Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter difficult to pass, it was necessary to use several units on a single patient, as the guide wire is very fragile and malleable." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information has not been provided at this time. Associated MDR numbers: 9680794-2024-01144 and 9680794-2024-01143.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter difficult to pass, it was necessary to use several units on a single patient, as the guide wire is very fragile and malleable." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information has not been provided at this time. Associated MDR numbers: 9680794-2024-01143.